Manufacturer narrative:
The patient sample was requested but was not received for investigation. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The serial number of the investigation laboratory's cobas e 801 module is (B)(6) the tsh v2 reagent lot number used at the investigation site's e 801 was 714216 with an expiration date of 31-jul-2024. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh v2 (tsh v2) results from one patient sample tested on the customer's cobas e 801 analytical unit and the investigation laboratory's cobas e 801 module. The reporter stated that they performed a polyethylene glycol (peg) addition test but the recovery rate was low prompting them to send the patient sample to an investigation laboratory. The investigation laboratory also sent the patient sample to an outsourced laboratory that uses an abbott architect. Please refer to the attachment (B)(6) for the table containing the highlighted questionable results.